Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, the cause of the infection could not be conclusively determined as it occurred a month and a half after implant. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. Bioburden, pyrogen, lal, and cleanroom cae testing results were below control limits for the quarters the ipg and csl were manufactured. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2025. The patient experienced a syncopal episode on (B)(6) 2025, and was hospitalized. On (B)(6) 2025, it was reported the pocket was infected with purulent drainage from the surgical sites. The patient was transferred back to the implanting hospital, and the patient was in shock. The system was explanted on (B)(6) 2025.

Event description:
A barostim system was implanted on (B)(6) 2025. The patient experienced a syncopal episode on (B)(6) 2025, and was hospitalized. On (B)(6) 2025, it was reported the pocket was infected with purulent drainage from the surgical sites. The patient was transferred back to the implanting hospital, and the patient was in shock. Cultures were positive for infection. The system was explanted on (B)(6) 2025. In the opinion of the physician, the infection was due to the patient not taking care of their incisions. As of (B)(6) 2025, the patient had recovered.

Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h6, h11. Cvrx ID# (B)(4).